Manufacturer narrative:
The surgeon initially reported a possible failure (recurrence) of the onflex mesh following implant. After reviewing his notes the surgeon states that the failure may be more a technical fault and not associated with the onflex mesh. This complaint appears to be related to user technique, however, regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the mesh should be large enough to provide sufficient overlap beyond the margins of the defect. If fixation is used, careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." No lot number has been provided, without this information a review of the manufacturing records cannot be conducted. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample returned.

Event description:
It was initially reported that the patient experienced a hernia recurrence following the implant of a davol onflex mesh that was possibly related to the mesh. The surgeon states the patient is obese and he struggled to place the mesh satisfactorily. After reviewing his notes the surgeon states that the failure may be more a technical fault and not associated with the onflex mesh. No additional information was provided.